Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer current blood glucose was 280 mg/dl. Customer was treated with a manual injection of 5 units and 7 units bolus for high blood glucose. Customer stated that one piece of the retainer ring broke off and reservoir was able to lock in place when inserted into pump. Customer declined for troubleshooting for high blood glucose. The pump will not be returned for analysis.